Event description:
The customer received a blood glucose reading of 183mg/dl on the contour next. She would normally feel shaky and sweaty with that reading, but was asymptomatic. She retested on a different meter and the reading was 63mg/dl. Forty-five minutes later, she took 45 units of humalog based on the higher reading, and 30 minutes after that she started feeling dizzy, nauseous and confused. Further information not provided. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.